Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device evaluation, the small intestinal videoscope exhibited foreign material in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: the foreign material could not be identified, deviation of the reprocessing method from the instruction manual may have caused the foreign material to remain. A definitive root cause could not be determined. The event can be [detected/prevented] by following the instructions for use which state: instructions for sif-h190 operation manual chapter 3, ¿preparation and inspection¿ describes how to detect the subject event. Instructions for sif-h190 reprocessing manual chapter 5, ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.